Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. The physician initially selected a 31mm closure device, but it was determined to be too large, so the physician decided to downsize to a 27mm closure device. The 31mm closure device was removed, and the was sheath was left in the mid left atrium (la) while the 27mm closure device was being prepared. While there was nothing in the left atrial appendage (laa), the transesophageal echocardiography (tee) physician noted something moving near the ostium/circumflex area and decided to perform a hard stop. All the devices were removed, and the patient was placed back on eliquis. The procedure was postponed and a second attempt will be completed on another day. There were no changes in vital signs during the procedure and no complications were noted. The activated clotting time (act) was 281 seconds. The patient is expected to fully recover. No further information was provided at the time of this report.